Manufacturer narrative:
Root cause could not be determined conclusively. However, occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A doctor reported that a patient complained of rainbow glare and mild ocular dryness one month post lasik. Glare has been since surgery and is noticeable when lights are coming towards the patient. Glare does not bother the patient but is noticeable to him. The patient is using artificial tears hourly which helps with dryness but leaves residue in the tear film and lashes. The doctor discussed with the patient that rainbow glare will improve over time. Scattered meibomian gland debris was noted in the interface. Patient uses artificial tears four times a day as needed and to avoid rubbing eyes.